Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, upon interrogation, the elective replacement indicator (eri) alert displayed. However, the battery voltage was confirmed to be normal. No further intervention has been performed at this time and the device will continue to be monitored until explant. The patient was stable with no adverse consequences.